Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for the left ventricular high out of range pacing impedances, measuring greater than 3000 ohms. Boston scientific technical services discussed possible causes with the healthcare professional (hcp). The competitor left ventricular lead was configured over to the competitor right ventricular lead so that might likely be why it went out of range. The hcp performed isometric exercises to reproduce the noise but no noise was noted. No adverse patient effects were reported. This crt-d and competitor leads remains in service.